Event description:
It was reported that during a low anterior resection procedure, it was not possible to fix the anvil. Took a new instrument and had the same problem. There was no adverse pt consequence.